Manufacturer narrative:
The investigation has been updated advising the customer¿s allegation was confirmed. This new information would not cause or contribute to a death or a serious injury if it were to recur. Based on the results of the re-investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device) is broken and, therefore, the image is cut off/ blurred. The video cable is broken and, therefore, the image is not displayed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope image was blurred, optics are cloudy. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope image was blurred, optics are cloudy. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope image was blurred, optics are cloudy. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. Corrected fields: d2a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light transmission is not given or too low, and the image is not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the insertion section is broken and therefore the light transmission is not given or too low. The charged coupled device is broken and therefore the image is not displayed. The most probable cause of the identified failure is component failure, which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.